Event description:
It was reported that the insulin pump alarmed no delivery during priming. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 333 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further information reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked display window and reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-34259.